Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site 07feb2017 to assess the testing instrument in question and determined that the instrument was operating as expected. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question and determined that the antibody screen test well image in question was visually negative. Additionally, it was determined that of the three (3) expected e antigen positive antibody identification test wells in question, two (2) were visually negative, and one (1) was visually positive.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen and also antibody identification on a galileo echo instrument.